Manufacturer narrative:
Upon inspection and testing, it was observed that the forceps cover glue is peeling. This is attributed to a shock caused by dropping or knocking the device against a hard surface. Other incidental observations are a crack in the rubber insulation at distal end. Evaluation is ongoing. Supplemental report(s) will be submitted when any new information is available.

Event description:
The device was returned for inspection as an asset return, when the issue of forceps cover glue peeling was observed in estimation. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to the application of external forces such as rubbing or crushing the site during transport, storage, use, cleaning, etc. Therefore, it is considered the phenomenon occurred due to user handling. A review of the instruction manual identifies the following verbiage, which may have prevented the phenomenon: "warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."